Event description:
This was a planned total hip implant. When the femoral head from wright medical was opened it was observed that the wrong implant was in the package. Surgeon had requested a 36mm short. The package label stated 36mm od short neck, and the inside label said the same thing, 36mm od short neck. When the surgeon looked at the device on the sterile field, it did not look correct. It was observed that the actual stamped information on the implant itself said 36mm long.